Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 6 of 11 mdrs filed for the same event (reference 1825034-2014-06879 - 06888 & 1825034-2015-03081).

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on the following days due to dislocation: (B)(6) 2013, and (B)(6) 2014. Additionally, a review of invoice history confirmed that the patient was revised on (B)(6) 2012 where components were removed and a cement spacer was implanted. Patient was further revised on (B)(6) 2014 and (B)(6) 2014 due to reasons not caused by biomet implants. A custom triflange cup was implanted during the (B)(6) 2014 revision. Subsequently, patient is scheduled to be revised due to screws backing out and one screw fracturing; however no revision procedure has been reported to date.

Event description:
It was reported that an upcoming hip revision procedure will take place to implant a tri-flange acetabular component in a patient. It was further reported that the patient underwent several revision surgeries due to infection and dislocation and that the most recent revision surgery occurred on (B)(6) 2014 due to patient non-compliance that led to trauma. The initial hip arthroplasty date is unknown. A review of invoice history suggests that the following surgeries occurred due to dislocation: (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2014. Additionally, a review of invoice history confirmed that the patient was revised on (B)(6) 2012 where components were removed and a cement spacer was implanted. There has been no information provided to indicate the date of the upcoming revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 6 of 10 mdrs filed for the same event (reference 1825034-2014-06879 / 06888).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 6 of 11 mdrs filed for the same event (reference 1825034-2014-06879 / 2014-06888 & 2015-03081).

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on the following days due to dislocation: (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, and (B)(6) 2014. Additionally, a review of invoice history confirmed that the patient was revised on (B)(6) 2012 where components were removed and a cement spacer was implanted. Patient was further revised on (B)(6) 2014 and (B)(6) 2014 due to reasons not caused by biomet implants. A custom triflange cup was implanted during the (B)(6) 2014 revision. Additional information received reported patient underwent a revision procedure on (B)(6) 2015 due to screws backing out and one screw fracturing. The liner and modular head were removed and replaced.